Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be that one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 17:09:35. During night drain cycle 15, the patient's ultrafiltration reading was 325 ml, indicating the home patient (hp) drained 325 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.